Event description:
A customer reported that when customer used excel off brand reagent, customer's glucometer elite would give erratic results. Examples were 377 mg/dl, 42 mg/dl performed within a reasonable time period. The difference between these readings is clinically significant. While on the phone a review of the system was conducted. Electronic checks were performed and were found satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent strip. The customer was provided replacement strips and was encouraged to call back the company's 24/7 customer service operation if any additional problems or concerns were encountered. The complaint is considered closed for purposes of MDR.